Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the programmer was switching between please wait and blue medtronic screen. This happened for about 3-4 minutes until the technical consultant answered the phone and the physician said it returned to normal. The programmer was restored to service. No information was received indicating patient involvement.